Event description:
No new information.

Manufacturer narrative:
Corrected data: catalog # and manufacturing site for devices an event regarding periprosthetic fracture involving an omnifit stem was reported. The event was not confirmed. Method & results: -product evaluation and results: the reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted omnifit stem with blood on it. From the photograph provided there is no evidence of the reported issue. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of the device history records could not be performed as lot code information was unknown. -complaint history review: a complaint history review could not be performed as lot code information was unknown. Conclusions: it's reported that the patient's left hip was revised due to a periprosthetic fracture located above a competitor knee. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to a periprosthetic fracture located above a competitor knee. A stryker stem, head and liner were removed. A total femur was implanted with a stryker constrained liner (surgeon decided that since there was so much exposure converting to a total femur, that using a constrained liner would add extra safety to the construct). No allegations against the revised head or liner. Rep confirmed that no further information will be released by the hospital or surgeon.